Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to reported hyperglycemia was found.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results below above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider."

Event description:
The patient reported feeling sick, vomiting and that his blood glucose reached 400 mg/dl with large ketones after wearing the pod for 2 days. He went to the hospital on (B)(6) 2015 and was not released until (B)(6) 2015. He did not provide any further information regarding the hospitalization or his treatment.